Event description:
Covidien received a report which alleged device did not provide an audio tone. Customer was able to isolate cause to partially broken wire of the speaker. There was no patient incident.

Manufacturer narrative:
The reporter declined to return the device for evaluation. The service history record was reviewed, and there were no similar complaints for this device. Reporter ordered a replacement speaker.